Event description:
It was reported that during preparation of a stent graft placement procedure, the stent was allegedly came off the balloon and was stuck inside the protective catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the stent and sleeve were only returned, the lifestream catheter was not returned. The stent was lodged within the sleeve at the distal end with 4mm external of the sleeve. There was no evidence that the stent had been expanded. The result of the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications, image review and samples evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. This device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Directions for use: covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 04/2024.

Event description:
It was reported that during preparation of a stent graft placement procedure, the stent was allegedly came off of the balloon and was stuck inside the protective catheter. The procedure was completed by using another device. There was no patient contact.